Event description:
It was reported by service report that the right side rail would not lock in place. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.